Manufacturer narrative:
Additional information received; it is now reported that there was a proximal type ia endoleak and not a type ib as previously reported. It was reported the type iiib endoleak and stent enlargement was observed at the6 month CT follow up. In mid (B)(6) 2021 a aorto-bronchial-fistula with increasing contrast outside of the graft observed on CT it was reported the type ia endoleak was caused by the type iiib endoleak which was caused by the stent ring enlargement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the films provided; however, the exact cause of type of the endoleak could not be confirmed. The anatomy at implant is unknown and complete post-implant CT¿s were not available for review. Angiograms could allow for a more comprehensive determinations of the endoleak source/cause. The endoleak appears most likely to have been a type iiib fabric endoleak caused by fabric abrasion. Fabric wear due to external abrasion from aortic calcification or from adjacent stents are a potential root cause(s). The stent graft enlargement could not be confirmed on the films provided. It is possible that the radio-opaque material observed indicated stent ring enlargement but anatomical factors (e.g. Calcification) also could not be ruled out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion was implanted in the endovascular treatment of a unknown sized thoracic aortic aneurysm on an unknown date. It was reported on the date the patient returned for follow-up, the patient was found to have a ib endoleak which hadn't resolved after intervention and first follow-up. It was said the valiant navion was extended with a valiant captivia proximally to have a better sealing zone. It was said then on another CT, it looked like the ib was resolved but noted there looked like there was stent ring enlargement and a type iiib endoleak. No cause was reported. No additional clinical sequalae were provided and the patient will be monitored.